Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged. The pocket was reopened and the lead was repositioned. The rv lead remains in service to date. No additional adverse patient effects were reported.